Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report# 1627487-2014-01082, 01084. It was reported the scs system did not provide effective stimulation; therefore, the pt discontinued usage approx 6 months ago. The system has not been charged since that time. Currently, the ipg will not communicate with any of the external equipment. The pt programmer is displaying a communication error message. A replacement charger was sent to the pt. F/u identified troubleshooting was attempted by the sjm rep to no avail. Neither the original charger or new charger would connect with the ipg. The pt programmer continues to display the communication error. Surgical intervention may be considered at a future date.